Manufacturer narrative:
Further information surround the event has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Event description:
It was reported that the tidal volume of the ventilator increased and decreased by itself. It increased to maximum and then down to minimum. There was no patient involvement. (B)(4).